Event description:
Patient reported the lateral button (down button) on the infusion device is stuck and even the other buttons don't work. Patient stated they are all blocked. Patient reported the rubber that covers the lateral button down came off. Patient stated the display on the infusion device doesn't show an alarm. Patient is currently using the backup infusion device. Patient reported she is pregnant. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The softcomponents of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The down button is permanent active due to an external mechanic damage. The problem mentioned by the customer is related to careless handling of the product.